Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report that the pump gave a loss of prime alarm during the night, and the patient obtained the elevated blood glucose readings of 303 mg/dl and 400 mg/dl with moderate to large amounts of urinary ketones. At 8:30 am the patient took a correcting bolus dose of insulin via a syringe injection; she did not seek any medical attention. A review of the pump history showed that the patient had received a total of 6.09 units basal doses, when at that time, her total basal should have been 14.05 units. Troubleshooting revealed the insulin cartridge cap was not tightened securely, which may have contributed to the loss of prime alarm. The patient's technique was incorrect by not securely tightening the cartridge cap. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed loss of prime warning associated with a non-zero low force. During testing, the pump was exercised successfully for 24 hours on a one unit per hour basal program, no loss of primes were duplicated. The force sensor calibration was found to be detecting the correct force and the force sensor resistance was found to be in calibration. Evaluation revealed that the cartridge cap was not securing properly. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The complaint could not be duplicated during testing.